Event description:
Pt admitted to hospital for removal and replacement of bilateral breast implants secondary to leak and deflation of left breast implant. It was noted at the time of surgery that the left breast implant had a small punctate defect on the posterior aspect of the implant about a centimeter or so away from the patch. The left breast implant contained 50cc of fluid at the time of removal. These breast implants were placed 1996. Pt authorized breast implants to be given to MFR.